Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter first name updated.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.